Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is giving quick bolus by itself and the delivered boluses are not always save in the history log. No adverse event reported. Requested return of the alleged device for evaluation.